Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the safety switch of the remb electric wiredriver was stuck in the forward position, presenting a potential for the device to inadvertently be activated. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the safety switch of the remb electric wiredriver was stuck in the forward position, presenting a potential for the device to inadvertently be activated. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
After consultation with subject matter experts, it was determined that the reported information regarding this event does not suggest a recurrence of this event would result in a serious injury. In the past this type of malfunction for this device has not caused or contributed to a death or serious injury. Therefore, report 0001811755-2015-01525 (stryker reference (B)(4)) was filed in error.